Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation shows that the screw packaging contains the wrong contents. The cause is unknown but there is evidence that this was a packaging error that was not detected during final inspection prior to shipping. A device history review was requested; however these articles are from february 2002 -- there are none left in stock. A CAPA has been initiated.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, it was noted that the wrong item was received in the package. The package was labeled for a 3.5mm titanium cortex screw. This is report 1 of 1 for complaint (B)(4).